Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: dislodged stent embedded in vessel. Device issue: stent dislodgement. It was reported that while attempting to advance the stent delivery system to deploy the stent in the distal rca, the stent dislodged from the balloon. The undeployed stent was just abutting another stent at the crux. This stent was dilated with three unk balloons and another company's bare metal stent was deployed over this stent, overlapping with the distal rca stent. There were no reported patient effects. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.